Event description:
It was reported that the patient experience lightheadedness, muscular weakness and disorientation leading to a fall. Weakness and lightheadedness has continued intermittently.

Manufacturer narrative:
(B)(4).